Event description:
It was reported that during the implant procedure, inserting the lead into the atrial connector of the pulse generator was difficult. Eventually, the lead was inserted and the pulse generator was implanted successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.